Event description:
Revision surgery - due to the stem subsiding.

Manufacturer narrative:
The reason for this revision surgery was identified as the device subsiding after approximately 2.5 years in the patient. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are four prior complaints, all revision surgeries, for the entire lima revision distal stem family. One of these was due to the stem subsiding, which the surgeon felt was due to the implant being undersize for the patient's anatomy. The root cause for the subsidence was not reported. There was no information reported that evidences a material, design, or manufacturing problem with the product.